Event description:
It was reported "needle wouldn't seperate from the stylet". To continue therapy, another site was used. Patient's current condition is "cricital".

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance found that the needle set passed all the release criteria. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device states "important: control patient movement prior to and during procedure. Squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "needle wouldn't seperate from the stylet". To continue therapy, another site was used. Patient's current condition is "critical".

Manufacturer narrative:
(B)(4).